Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received cracked reservoir tube lip, scratched display window, missing end cap sticker, cracked belt clip slot and cracked case near display window corners noted during visual inspection. There was a corroded battery tube noted. No button response due to corroded keypad traces. There was no button error alarms noted. Analysis was unable to verify motor error alarms due to keypad anomaly. Moisture damage noted on motor assy and on lcd board during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, motor error, and had moisture damage. The customer's blood glucose reading was 120 mg/dl. The customer stated the insulin pump was exposed to moisture; water. She stated the insulin pump was buzzing with after the moisture exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.